Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are still in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. It was reported that a farawave was selected for use. The pulsed field ablation (pfa) had been completed. Pulmonary vein isolation was completed. An atrial flutter (afl) was noted on a 12-lead ECG during the 3-month postoperative follow-up. The treatment performed is unknown. No further information was provided. A patient death occurred on (B)(6) 2025. On physician's opinion this was a worsening of pre-existing conditions (other than af). No issues were reported with the farawave catheter. No information related to medication nor hospitalizations or another additional intervention was disclosed. Product return is not expected.

Event description:
It was reported that a patient death occurred. It was reported that a farawave was selected for use. The pulsed field ablation (pfa) had been completed. Pulmonary vein isolation was completed. An atrial flutter (afl) was noted on a 12-lead ECG during the 3-month postoperative follow-up. The treatment performed is unknown. No further information was provided. A patient death occurred on (B)(6) 2025. On physician's opinion this was a worsening of pre-existing conditions (other than af). No issues were reported with the farawave catheter. No information related to medication nor hospitalizations or another additional intervention was disclosed. Product return is not expected. It was further reported that the death occurred nearly three months after the procedure, which suggests that the event is unlikely to be temporally related to the device or the procedure. The treatment performed is unknown. This pfa procedure had been completed. No issues noted on the catheter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.